Event description:
Additional information received reported that there were no system issues observed with x-ray or impedance measurements. It was noted the patient was fine and their system was removed.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was no anomaly. Analysis of the lead with serial/lot number (B)(4) found that the distal end conductor was broken. It was noted that the #3 wire was broken at the end of the #5 electrode. Analysis of the lead with an unknown serial/lot # found that the distal end conductor was broken. It was noted that the #2 wire was broken at the distal end of the #5 electrode.

Event description:
It was reported that the patient had a pain, hurting and dull pain sensation at the pocket and stomach area. It was noted that this was when the stimulation was turned on. It was noted that the patient also had some swelling. It was noted that this occurred on (B)(6) 2013 and the patient turned the stimulation off. It was noted that the patient did not fall and no trauma was reported. It was noted that the patient saw the health care professional (hcp) on (B)(6) 2014, and was instructed to turn the stimulation on. After approximately 30 minutes with the stimulation on, the patient experienced pain again in the same location. No changes in recharger were reported. It was noted that the patient had good stimulation coverage in the back and legs. It was noted that the current impedance measurements were normal. It was noted that the manufacturing representative attempted to reprogram the ins, but the device was just turned on and the patient did not feel the sensation at the time of the report. It was noted that palpating with the stimulation on created a sensation in the pocket. It was noted that the stimulation was turned off and the patient still felt a sensation, but not the same sensation as the hurting in the pocket and stomach. It was noted that this was ¿inclusive with palpating.¿ it was noted that the manufacturing representative would program 20 minutes with stimulation on and 10 minutes with the stimulation off. Additional information received reported that the impedances were checked on (B)(6) 2014 and all were normal. It was noted that no malfunctions were seen or cause was determined. It was noted that the patient would be seen on (B)(6) 2014 to determine a plan. Additional information received reported that the patient had an appointment on (B)(6) 2014. It was noted that ¿they decided to wait and see if over time the patient wanted to keep the stimulator and see if the dull pain she experienced went away, or go ahead and have it explanted.¿ it was noted that no decision had been made. Additional information received reported that the patient experienced a shocking or jolting sensation. It was noted that the patient had an uncomfortable shocking sensation at the device pocket and lead location. It was noted that an impedance test, x-rays and reprogramming were performed. The system was explanted.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.